Event description:
During verification testing at the service center, at power up the device displayed a whitescreen error with an audible alarm from the secondary beeper and the device touchscreen did not respond when pressed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.